Event description:
It was reported the customer had a frozen display. The customer's father stated the buttons on their insulin pump were also unresponsive. The father also stated no alarms occurred during or after the time the buttons became unresponsive. Troubleshooting could not clear the customer's alarm. Customer's blood glucose was 5.6 mmol/l. The customer was advised their insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump was received with no act and up button response due to corroded keypad traces. No frozen screen or display anomaly noted. Battery out of limit alarm or time clock anomaly were not verified due to unresponsive act button. The device had minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.